Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Correction: section h6 medical device problem code should have been 2017 instead of 3283 in the initial report. This correction is reflected in this additional report 2.